Manufacturer narrative:
No further evaluation of the device is required. Reagent contamination from the r1 probe and drain was the probable cause of this incident.

Event description:
A falsely elevated ctni (troponin I) result of 4.39 was obtained. The result was reported to the physician. The same specimen was retested and a result of 0.07 ng/ml was obtained. Two additional sequential draws from the same patient gave results of 0.01 and 0.06 ng/ml. A cardiac catheterization was administered to the patient. There was no report of adverse health consequences as a result of the falsely elevated ctni result or the catheterization. Analysis of instrument data indicated the r1 probe and drain were the probable causes of the incident.